Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported issues with low blood glucose levels, and was told by her health care provider to discontinue using the insulin pump and revert to a back up plan. The customer felt that the insulin pump was delivering too much insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also reported problems when priming an infusion set. The customer stated that the insulin pump continues delivering insulin after releasing the act button. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump was received with a cracked case on lcd display window corners, cracked battery tube threads and a missing end cap sticker.